Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that the 3100a the alarms are not working correctly on this unit. The high map alarm is about 6cm off and the low is about 4cm off. The unit is running on a patient but there is no patient harm reported in this event.